Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 520 mg/dl. Customer was treated with manual injection. Customer stated retainer ring was missing and reservoir was unable to lock in place. Trouble shooting was declined. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.